Event description:
It was reported that the zimmer skin graft mesher ratchet handle was wedged tightly on to the device and the handle would not come off. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/14/1995 and was last repaired on 06/09/2011 for a non-related issue. Evaluation of the device observed the ratchet was confirmed to be stuck to the roller, but the ratchet was functional. The knurled roller extension was not flush with the opposite side of the ratchet which indicated that the ratchet was not properly seated to the roller. The device also displayed damge to the comb, side plate, roller gear and ratchet. Prior to repair, test mesh and calibration check could not be performed due to the damage to the roller. Repair of the device included replacement of the ratchet gear, roller, both side plates and latching pins, comb, roller gear, and ball detent. Improper handling and usage of the ratchet most likely caused the damage to the ratchet gear and roller, which prevented the ratchet from fitting to the roller properly and most likely caused the customer's reported event. The device was serviced and returned to the customer.